Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) a perforation by the delivery catheter occurred. A pericardiocentesis was carried out and the patient was intubated and placed on a ventilator. After the patient stabilized the leadless ipg was implanted. No further patient complications have been reported as a result of this event.